Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod for longer than 48 hours. When removed from the infusion site (leg), the pod's cannula was found to be dislodged as well as bent. In addition the pod was leaking during wear and the adhesive failed to adhere.

Manufacturer narrative:
The device was received fully deployed. Inspection of the needle mechanism did not find any damages or defects that could contribute to the dislodging of a cannula. No timeouts or drive stalls were observed in the pod data. Although no problems were observed, the exact cause of the reported dislodging could not be conclusively determined. The cannula assembly was inspected and did not find the soft cannula bent, kinked, or damaged. Further inspection of the cannula assembly did not find any damages or defects that could result in leaking during wear.